Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented at a follow-up in-clinic, loss of cardiac pacing was observed on the left ventricular lead. An x-ray revealed that the lead was in the main body of the coronary sinus. The physician opted not to reposition the lead. The patient was stable before, during, and after the follow-up.